Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, while programming the ventricular pacing configuration from unipolar to bipolar, a pause (few seconds) was observed in the paced heart rate. During the programming the corresponding window was flashing. An explanation is required.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.